Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance and the lead warning was triggered. Loss of capture was observed. The device was reprogrammed to unipolar pacing bipolar sensing in the rv lead. The device remains in use. No patient complications have been reported as a result of this event.